Manufacturer narrative:
There were a number of items associated with this complaint. These items were not returned for evaluation. Based on the information provided by the sales rep and other confirmed complaints reporting similar events it can be assumed that product packaging associated with this event is damaged.

Event description:
It was reported that pin holes were observed in product packages. No adverse consequences were reported.